Event description:
This is for reports received from dec 12, 2025 to feb 28, 2026. An estimated at least 7,500 number of nitrile examination gloves failed in this time period. Issues pertaining to: tears/rips, missing parts of gloves, foreign substances (dirt/mold), gloves stuck together, inconsistent glove thickness, size too small, reaction to material by staff, size too large.